Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they wanted to increase their stimulator, but they couldn't get the controller to lock in. Patient stated they were on program a and when they hit the stimulation up or down button, the intensity changed, but then it didn't stay in that setting. Patient mentioned that they have their daughter helping them; patients daughter added that the patient is still recovering my surgery and this is the first troubles they've had with the stimulator. Agent walked patient through resetting the controller. Patient confirmed the issue was only occurring on group a but that they had not tried a different group. Patient then changed to group b and tried to make a small adjustment to the intensity, but the intensity did not stay at what they set it at. Patient mentioned they increased to 0.2 and a few seconds later the settings went back to 0.1. Patients daughter noted that they left a message for a manufacturer representative (rep); agent reviewed role of rep and intensity issue. Agent offered and sent an email to the field for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indciated that the issue was that the patient needed further education/teaching regarding the programmer. He thought that since it only had the #1 beside group a on the intellis programmer that it was what his intensity was at. The issue was resolved.